Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hospital for power elevations. The patient's phgb was also elevated. The patient is a peritoneal dialysis patient so is anuric. It was also reported that the patient was administered anticoagulation medication. An echo was performed and noted to be unremarkable. There was no change in inflow velocity when pump speed was increased. The aortic valve remained open at any pump speed. The ejection fraction was also "okay". The patient was listed for transplant as 1a but was dropped to 1b to immobility. The manufacturer received additional information from the physician stating that the patient's immobility was due to a fractured toe he acquired after falling while in-patient. The patient was offered a pump replacement for suspected intra pump thrombus but the patient preferred to wait for a heart transplant. During the wait, and while being medicated with aspirin and IV heparin, the patient had a ischemic stroke. The patient's inr was therapeutic at the time of the ischemic stroke. The patient then chose to terminate his dialysis. The patient expired due to renal disease.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.